Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 9 of 10 it was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. This has occurred with all of the blood draws, but no adverse impact was reported regarding the patient or user.